Manufacturer narrative:
The manufacturer's investigation concluded that volumes of type treated can become misplaced in lgp 11.0.0 and lgp 11.0.1. These volumes are intended to indicate targets already having been treated previously, and are generated by the system from the prescription isodose volumes of the targets in previous treatments. This could in the worst case lead to over treatment due to a target being unintentionally re-treated a few months after a prior treatment. The patient related to the reported case was not mistreated since the problem was detected during planning. The reported issue is caused by a bug in leksell gamma plan (lgp) version 11.0.0 and 11.0.1 when doing re-treatment (import data from previous examination) based on another re-treatment examination already containing volumes of type treated generated in an lgp version prior to 11.0.0. The bug causes those volumes to end up around 100 mm off or more from where they should be. They may also become enlarged depending on the voxel size of the image study they were connected to when they were generated (the enlargement in the x, y, respectively the z direction is the inverse of the voxel size in corresponding direction). When investigating the involved modelling in a broader perspective after discovering the bug described above, the following similar bugs in lgp version 11.0.0 and 11.0.1 were also discovered: when doing re-treatment (import data from previous examination) based on another re-treatment examination already containing volumes of type treated generated in lgp version 11.0.0 or 11.0.1, those volumes will end up in the wrong place as well. How wrong depends on how much the anatomy has moved in relation to the leksell coordinate system between the different examinations. This means that they would normally end up somewhere between 0 and 50-60 mm off from where they should be. Their size will however not change in contrast to the first bug described above. When replacing the skull definition any volumes of type treated will end up in the wrong place if a non-identity anatomy transformation has been performed, i.e. If the stereotactic reference is replaced or if a pre-plan reference is replaced by a stereotactic reference, on the skull definition being replaced. How wrong depends on how much the anatomy has moved in relation to the leksell coordinate system due to the anatomy transformation. This means that they would normally end up somewhere between 0 and 50-60 mm off from where they should be. Their size will not change in this case either. The risk assessment for this was determined to be remote x critical. A field safety corrective action will be implemented before december 2015 under reference: fca-eiab-0003. This will recommend that until the problem has been resolved in a new version of the software, previously treated volumes should be reviewed before planning a new treatment.

Event description:
It was reported that during treatment planning there was an incorrect coordinate value after importation of an old treatment. After two leksell gamma knife perfexion treatments during 2013, the same patient was re- treated first on (B)(6) 2015 where the two previous treatments were imported without any problems. When the patient was scheduled for treatment again in (B)(6) 2015 (after an upgrade to version 11 of leksell gammaplan for the leksell gamma knife icon), the physicist detected a problem with the treatment plan after importation with the first treatment in (B)(6) 2013. The coordinates were wrong, however all previous treatments were imported normally. The patient related to the reported case was not mistreated since the problem was detected during planning.